Manufacturer narrative:
(B)(4). (B)(6). Should additional information become available, the file will be updated.

Event description:
According to the reporter; during a laparoscopic sleeve gastrectomy procedure, the staple did not have normal formation. There was no patient injury. Additional patient information is not available. The device is not being returned by the account. Additional information provided by the account provided that the device had partially fired and the staple line was incomplete, requiring the surgeon to continue on by slowly firing the device, after which the staple line was over sewed. The over sewing was not considered by the surgeon to have been in order to preclude permanent impairment or damage to the patient. No reinforcement material was in use with the device at the time of the issue. There was no unanticipated tissue loss as a result of the issue. There was no tissue damage as a result of the issue. There was no additional blood loss as a result of the issue. No further details regarding patient, product or procedure were provided by the reporter.